Manufacturer narrative:
Device evaluation: investigation summary: photo and sample received by our quality team for investigation. Through visual evaluation, black foreign matter-can be observed. Foreign matter is identified as dirt. No other defects or issues observed. No packaging seal issues identified. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the teams investigation, possible root cause for black dirt is associated with entanglement in the belts. Vacuum system for cleaning equipment will be implemented, install sensor for detection or self-cleaning system when empty chain returns, and check the possibility of installing filters in the air outlets of the ongoing production are. Based on the quality team's investigation, a root cause related to our manufacturing process cannot be identified at this time. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Physical sample received. It has black dirt along its entire length. Customer provided to us the information below. ((B)(6) 18.sep.2023) ¿ was there any harm to the patient/caregiver? (Detail) no. ¿ when did you identify the deviation? Eg: packaging still closed, before use, during use, after use; before use. ¿ characteristics/appearance of foreign matter (eg rust, grease, paper, insect, etc.); the needle has black dots, apparently some type of dirt/mold. ¿ does the product have any protrusion? Ex.: is it damaged, crooked, with a leak, punctured? The packaging is partially opened; ¿ was the package torn and/or violated? Partially opened; ¿ is the sample available for collection? If so, please reply: it is available for collect.

Manufacturer narrative:
H.6. Investigation summary: photo received by our quality team for investigation. Through visual evaluation, black foreign matter is observed on the needle shield. Foreign substance was composed of burnt material. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the teams investigation, root cause is associated with the assembly process due to friction during movement of the device within the manufacturing equipment. Injection machines are periodically subjected to maintenance and cleaning program. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedure. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd blunt fill needle had dirt. The following was received by the initial reporter: verbatim: it has black dirt along its entire length.

Event description:
It was reported that the bd blunt fill needle had dirt. The following was received by the initial reporter: verbatim: it has black dirt along its entire length.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.